Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. During the procedure, the physician was able to get the pressure up to about 80 mmhg, but had to use more than 35cc of fluid to get there and couldn't begin therapy. The doctor noticed that while trying to achieve pressure with the catheter, the patient's uterus was perforated. The case had to be aborted. Additional information has been requested.